Manufacturer narrative:
Correction g.3: supplemental medical device report (smdr #2) is being filed to correct the g.3 date on the supplemental report, filed earlier. Incorrect date of 11/03/2021 is being corrected to 10/31/2021. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This event does not meet criteria as a reportable serious injury based on the information received following submission of the initial report. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received which mentioned the recurrent vitreous hemorrhage is a common sequelae of advanced proliferative diabetic retinopathy. It is related to the disease condition and not to the micro incision vitrectomy surgery (mivs) probe and was self resolving in the one eye where observed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported out of fifty eyes that underwent various vitreoretinal procedures, there was a ten percent recurrence of vitreous hemorrhages.. Additional information was requested; however, none has been received to date.